Manufacturer narrative:
Updated fields - a2, a3a, a4, b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was found on the catheter tubing approximately 52.8cm from iab tip. A second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been evaluated yet. So once evaluation is complete, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that 2 intra-aortic balloon pump (iabp) the sensation plus 8fr 50 cc fiber optic cables have failed. Unfortunately, I do not have the first iabp, but the one from yesterday is still in the patient who was transferred to smca. No harm reported.